Event description:
Surgeon reported that the device broke approximately seven days following implant. No medical or surgical intervention was required to address the event.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.